Manufacturer narrative:
Mitek received a meniscal applier against this complaint file, which was evaluated. Visually it is noted that the actuating spring is bent to a degree, we cannot account for this damage; outside of this anomaly the applier appears in the ready to use condition, no damage and no other anomalies. Functionally, an attempt to mate a meniscal rapidloc fastener needle onto the damage spring was difficult; however, assembly was achieved, and while the bent spring did not allow for deployment to take place, the needle was held firmly in place via the locking mechanism. Needle assembly to the applier was repeated several times to preclude any intermittent issues, each time the needle locked securely onto the applier without issue. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. It is highly plausible that the user did not fully and securely load the needle to the applier before introducing the device into the joint space: outside of this consideration, we cannot discern any other root or underlying cause for the reported device failure. At this point in time no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate reported to us that during an arthroscopic meniscal repair, the inserter needle of a meniscal fastener fell off of the applier and into the patient's joint space. The device was easily retrieved from the body and the surgeon loaded another same type fixation device onto the applier and completed the repair successfully without further issue or harm to the patient. Our affiliate reports that the issue was technique driven, a user error. The complaint device was discarded at the user facility.